Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying inaccurately high readings compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 3 pm. The patient reported obtaining a reading of ¿400 mg/dl¿ on the lfs meter. The patient reported using no diabetes medications to manage his diabetes. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2013 at 6 pm blood glucose readings of ¿19, 70, 79, 118 mg/dl¿ were obtained on an emergency medical services (ems) meter and he was given glucose tablets as treatment. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and the test strips vial were in good condition. However no control solution test was run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he required treatment from ems.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2013). The patient¿s meter and test strips have been returned on 9/6/2013 and 9/13/2013, respectively, and evaluated by lifescan product analysis on 9/11/2013 and 9/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.